Manufacturer narrative:
On (B)(6) 2016, an fse was dispatched to the customer site to address the reported event. The fse replaced the 3-way valve for the substate bottles and the syringe. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by fse. The most probable cause of the reported event was 3-way valve failure. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error dl flag on the aia-2000 analyzer. The customer states tried troubleshooting by making new substate and performed background on both bottles of substate, both incomplete. Technical support recommended the customer perform etoh shutdown and repeat the daily check. The customer states did as ts requested, however, the error persists. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.